Event description:
Pt reported a port "leak" with their lap-band system. The problem was first noticed when the pt was "gaining weight and there was no restriction." The pt also reported experiencing pain, nausea, vomiting, and reflux. The pt also stated that adjustment fills were unsuccessful and the saline "wasn't holding." The port of the lap-band system was removed and replaced and the brand remains implanted. The leak has been confirmed by medical healthcare professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connect type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Port site pain, reflux, nausea and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or confirmation of the other events or treatment of them.